Manufacturer narrative:
(B)(4). This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "significant differences in the expected versus observed longevity of implantable cardioverter defibrillators (icds)." Clin. Res. Cardiol. January 1 2013;102(1):43-49.

Event description:
A journal article was reviewed which contained information regarding this device. Multiple patients and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: early battery depletion, "technical issues," and product recall. The status of the devices is unknown. Further follow up did not yield any additional information. No patient complications have been reported as a result of this event.